Event description:
It was observed during the device inspection the oes choledocho fiberscop had the objective lens dirty which caused a blurry image. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to some kind of electrical problems like signal loss or open circuit. The most probable cause is likely a random component failure without any design or manufacturing issue. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.